Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local (B)(6) s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information. Dräger derives the following: the aspect that the device could be put into operation after the event w/o restrictions would suggest that the user did not observe a complete shut-down but a reboot instead. A reboot is the specified device behavior to overcome an interrupt in the processing of sw routines. To set all processes back to a controlled state, the device briefly powers off and back on, the breathing system will be opened to ambient to allow spontaneous breathing. The user is alerted by means of a corresponding alarm. Under consideration that the reboot can remedy the error condition, the device will resume ventilation with previous settings after approx. 12 seconds. The triggering conditions for a reboot can be multiple including component malfunctions, environmental factors such as electromagnetic disturbances and also use errors/lack of preventive maintenance. Another explanation would be that the device was not connected to mains supply during the event and ran on internal battery until the latter was depleted - it may have worked normally after proper connection to mains supply at the other workplace after the event. Other explanations may apply as well - a differentiation is not possible in the particular case. It can be concluded that the device responded as designed upon an error condition of unknown origin. It is recommended to the hospital to have the device checked by trained service personnel.

Event description:
Dräger received an ufr in which it was stated that "the ventilator suddenly malfunctioned and automatically blacked out". As per report, the users bridged ventilation support in manual ventilation and replaced the device. There was no detail in the report which would reasonably suggest that patient consequences may have occurred. It was further mentioned that the device was moved to another bed place after the event and could be operated normally without any repair measures carried out before.